Manufacturer narrative:
(B)(4). F/u report will be filed if add'l info becomes available.

Event description:
It was reported per field service report: symptom - pump runs on battery for about 4 mins before issuing the "less than 20 mins remaining" battery alarm. Findings/action taken: new battery sent to and replaced by hospital biomed.